Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump stopped delivering a bolus. Reportedly, the customer successfully delivered a second bolus to address the issue. There was no reported adverse impact to the customer. Although requested, the customer declined troubleshooting.